Event description:
The syngo lab data manager software application version va11b does not send adequate information from the advia centaur instrument to the laboratory information system (lis), preventing the lis from correctly posting patient results. There are no reports of patient intervention or adverse health consequences due to results not being correctly posted at the lis.

Manufacturer narrative:
An urgent medical device correction (umdc) entitled "syngo lab data manager version va11b and va12a systems: limitations and software anomalies" was sent to customers in may 2013 to notify customers that results may not be received from the instrument or transferred to the laboratory information system. The umdc provides customers with actions to implement while a new software version is developed.